Event description:
It was reported by customer that alaris pump failed to deliver medication on time to patient. 200ml dose, but the pump only infused roughly half in the 1hr mark. Upon completion of the dose, the pump said it infused 349ml. Pump programming and med verified by 2 rns. Infusion given until bag empty and 20ml post flush administered. 349.83ml administered per the pump when it was only supposed to be 210ml. Pt was here for an extra 40mins due to this issue. Slr will be filled out, tubing was turned into bd report investigate and pump was red tagged in case it was a pump issue. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that alaris pump failed to deliver medication on time to patient. 200ml dose, but the pump only infused roughly half in the 1hr mark. Upon completion of the dose, the pump said it infused 349ml. Pump programming and med verified by 2 rns. Infusion given until bag empty and 20ml post flush administered. 349.83ml administered per the pump when it was only supposed to be 210ml. Pt was here for an extra 40mins due to this issue. Slr will be filled out, tubing was turned into bd report investigate and pump was red tagged in case it was a pump issue. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of ¿under infusion¿ could not be confirmed; the devices were not returned for investigation. No devices were returned for this investigation; therefore, an inspection, log review and tests could not be performed. Bd alaris¿ system with guardrails¿ suite mx (12.3) states: follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. Ensure the upper fitment is not elevated above the fitment recess on the pump. Do not stretch or twist the set while loading or when closing the door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿under infusion¿ could not be determined since the devices were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.